Event description:
It was reported that prior to a unknown procedure, could not attach blade to handpiece with wrench. When the doctor removed the blade from handpiece, 4-40 stud was broken. Another device was used to complete the case. No patient consequence.